Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during stenting procedure. It was reported that the lesion was heavily calcified and in the left ascending diagonal (lad). Reportedly, after pre-dilatation with a non-abbott balloon catheter a non-abbott stent delivery system (sds) was advanced toward the lesion. However, the non-abbott sds would not cross the lesion. The non-abbott sds was removed and pre-dilatation was performed again using a non-abbott balloon catheter. The non-abbott sds was advanced and again would not cross the lesion. The non-abbott sds was removed and the stent struts were found to be flared. A 2.75 x 23 mm rx promus sds was successfully advanced to the lesion and deployed resulting in a dissection. A 2.75 x 8 mm promus stent was placed to treat the distal dissection. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.